Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports, "I'm having difficulty getting the system to work properly at all. It's not wanting to do anything so it may be time to get a replacement." The role of the manufacturing representative (rep) was reviewed. Troubleshooting was not able to be provided and the patient cut off the line and said, "I know that sounds reasonable but you would not believe what I have had to do to get the rep's phone # and I will try one more time getting through to them and if that doesn't work I'm probably going to throw your device into the trash can." Then the patient ended the call. No symptoms/patient complications reported.